Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was undetermined. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 12:25:34. During night drain cycle six, the patient's ultrafiltration reading was 1126ml, indicating the home patient (hp) drained 1126ml more than their maximum programmed fill volume of 1800ml. No further information was available.